Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 466 mg/dl. Customer was using auto mode feature at the time of reported high blood glucose. Customer reported that they had blurred vision, dry mouth and nausea. Customer treated their hyperglycemia with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. Insulin pump will not be returned for analysis.